Event description:
It was reported that for a multicare platinum , the equipment would not start and would smell like burned. On december 29th a field engineer examined the console and determined that the issue occurred during the startup of the system and that there were no patients during the problem. The customer reported at that point that when they started the computer they observed a small fire coming from the dsm and immediately activated the safety device which unplugged everything. The engineer on site confirmed that the problem came from the transformer. No injury was reported to staff or patient. The parts damaged will be replaced. No other information is available.